Manufacturer narrative:
(B)(4). A homechoice hardware device experienced an alarm indicative of a potential malfunction of the disposable cassette. As the cassette was not returned, a device analysis cannot be completed. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. If additional relevant information is received a follow-up will be submitted.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) alarm, which occurred on the homechoice (hc) during use. The patient line had been properly primed and no patient extensions were in use. The patient had disconnected prior to the alarm to use the restroom. The hp did not follow proper disconnect procedures. The patient was connected at the time of the alarm. The bags were properly connected and there were not any open clamps on any unused lines. There was nothing unusual noted about the supplies, and they had not been damaged by an outlet port clamp or assist device. The technical service representative (tsr) had the hp cycle the power to the hc to end therapy. The tsr advised the hp to contact the registered nurse (rn) about possible exposure to unsterile air. The hp would call the rn in the morning. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.